Event description:
It was reported the patient saw the ¿call your doctor¿ icon with a power on reset (por) condition following a heart stimulation procedure. They were not able to adjust stimulation. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3093-28, lot # v863548, implanted: (B)(6) 2013, product type lead. (B)(4).